Event description:
It was reported that during a ptca/stent procedure resistance was met. The stent delivery sys was removed past a previously placed iabp resulting in stent separation. The separated stent was successfully retrieved with a snare device. Reportedly no pt injury occurred.